Event description:
Treatment of a small amorphous aneurysm measuring 5mm x 4mm with a 4mm neck located in the supraclinoid segment of the left ica (internal carotid artery). The patient was on dual antiplatelet therapy. The patient had normal vessel tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.75mm x 16mm) was deployed, but it became twisted and had to be removed by trapping the pipeline braid with the capture coil and the catheter. Another pipeline of the same size was successfully implanted to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the capture coil and braid were found damaged and may have contributed to the reported event. The lot history record of the reported lot number has been reviewed and no quality issues were noted. All devices are 100% inspected for damages and irregularities during manufacture.